Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin. Net. Review of transmissions revealed non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were discussed, but no intervention was reported. No further information was reported.